Event description:
Brochure piezon master 400. The piezon master 400 is an ultrasonic scaler. The system consists of an ultrasonic generator and a handpiece which transforms the ultrasonic energy by a high frequence vibration transmitted to an instrument (tip). The tip is used on the tooth surface in order to remove tartar, which can be situated on the tooth (which is removed by scaling) or between the tooth and the gum (which is removed by deep scaling). During deep scaling, a coolant is used, namely chlorhexidine. The purpose of the chlorhexidine is to cool down the tip (which heats up due to its movement) and to disinfect the area. During deep scaling, the dr felt heat at the distal area of the handpiece. The pt, who was anaesthetized, had a dime size blister on her left lower lip. She also had an injury on her cheek about 1 inch long (presently under treatment, the dermatologist is unknown). The dr who performed the procedure was the dr's associate.